Event description:
It was reported an occlusion alarm occurred resulting in the customers blood glucose (bg) to rise. The customer went to the emergency room with a bg of 600 mg/dl. The customer had already given insulin before going to emergency room and received blood work only. Treatment resolved the issue and the customer was released the same day with no permanent damage.